Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set fell out of a nitro bottle (not further specified) that was hung. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.